Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary right l5-s1 spinal root decompression. Six months later the patient presented with recurrent lower back pain and recurrent lower extremity pain which was mild in intensity. The patient was prescribed celebrex. The event resolved with treatment in 9/1999. The investigator classified this event as unrelated to adcon-l and considered it an idiosyncratic effect.